Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. Two channels were involved in a short circuit due to undetermined reasons, however the available ten channels should have given sufficient hearing benefit. This is a final report.

Event description:
On 30-jun-2025, the recipient came to the office reporting not being able to hear sounds with the device since the last week. The recipient has been re-implanted.

Event description:
On (B)(6) 2025, the recipient came to the office reporting not being able to hear sounds with the device since the last week. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.